Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, the reported issue was duplicated, error was found in the software application. Service will clear code and reload software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 45986. There was no patient involvement in this event. No adverse effects were reported.